Event description:
Patient contacted company to report [the patient] had a lap-band system implanted four months ago. The patient was not losing weight. The patient's surgeon did an endoscopy and found inflammation and infection in the patient's stomach. No other details were available, and the patient refused consent for follow up. Follow-up findings: during the phone call with the allergan representative, the patient indicated that treatment is being received for the infection and inflammation from the surgeon and there was no indication the device had been removed.

Manufacturer narrative:
Unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future, as well as to indicate the product serial number or model number. The device remains implanted. Based upon the implant date provided by the reporter, the connector type is either a taper ii or a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Infection, inflammation and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The patient would not provide the surgeon's name, device serial number, model number nor permit allergan contact to obtain these details and to verify the reported events. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." "Warnings: some types of esophageal dysmotility may result in inadequate weight loss or may result in esophageal dilatation when the band is inflated and require removal of the band." Precaution: "it is the responsibility of the surgeon to advise the patient of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight." "Older, less physically able and insulin resistant patients are likely to lose weight at a slower rate than younger physically able persons." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the potential of adverse events as follows: " it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."